Manufacturer narrative:
Return of product has been requested. Product not provided by reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Metal blade at top of the electric brush worn thinner, so the brush head is loose/comes off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using a oral-b triumph professional care 9000 toothbrush, the oral-b brushhead, version unknown comes off. The reporter stated that the metal blade at the top of the toothbrush where the brush head sits had worn thinner, causing the brush head to be loose. The toothbrush was purchased in (B)(6) 2011. No symptoms developed. (B)(4) 2015 received consumer's follow-up email: the consumer reported type 3762 toothbrush was used. Concomitant product(s): oral-b toothpaste, colgate toothpaste.